Manufacturer narrative:
(B)(4). Approximate age of device - 3 months (calculated from the date when the system controller was issued to the patient). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a red heart alarm, low speed advisory, low flow hazard, and a replace controller message in the evening before a routine clinic visit. During the event it was reported that the pump speed was at 5000rpm, power at 25w, and the estimated flow at 2.5lpm. The patient's spouse exchanged the system controller successfully. The patient was asymptomatic. During the clinic visit, the vad team inspected the patient's devices. An echocardiogram and an x-ray of the driveline were performed and no issues were found. Additionally, there was no hemolysis detected. No subsequent alarms were reported.

Manufacturer narrative:
Data from the returned system controller was retrieved and evaluated. The system controller log file captured events which resulted in the reported replace system controller, low speed advisory and yellow wrench advisory alarm. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. Electrical measurements of the drive circuitry were within specifications. The analysis could not determine a specific root cause for the motor stopped and speed issue that was recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.